Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's valve was placed in (B)(6) 2018 and set to 1.0. It was stated they have needed the valve to be adjusted 8 times.